Event description:
Service was requested on this device based upon a report that the pump will not deliver medication. The facility's representative reported that there was no record of any patient injury or other adverse event involving this device since the last baxter service event. Despite baxter's attempts, details regarding where the situation was identified and whether or not the device was being used on a patient at the time were not known by the facility's representative and no additional contacts were able to be identified. Should any additional information be received regarding this situation a follow up report will be submitted.